Event description:
A customer reported a cgm error 42 related to a g7 sensor. The pump had recently come out of storage mode, leading technical support to guide the customer through a complete pump reset. After the reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a sensor session and acknowledged the instructions. There was no reported adverse impact to the customer's blood glucose level.